Event description:
It was reported to medtronic neurosurgery that hospital staff found the device was broken while set-up testing.

Manufacturer narrative:
The catheter was patent and did not leak. The device met all specifications for tensile strength and ultimate elongation. There were no noted cuts or tears on the catheter. The condition of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. No impact to the pt was reported.